Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cocr heads. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Devices remain implanted.

Event description:
The following event was reported. "Doctor called to report on an interim analysis of a study he has ben conducting on tha patients with accolade ii and 36mm heads, comparing results of cocr heads and ceramic heads. He has 2 groups of approximately 17 each, and has been measuring ion levels. He reported that none of those with ceramic heads have elevated ion levels. However, he reported that 2/3 of those with cocr heads had ion levels that were in his opinion elevated. Of those, 2 patients have reported symptoms and were evaluated by MRI, and both showed evidence of a synovial reaction. Neither has been revised. One patient was offered a revision, but the patient declined and later reported that the symptoms had improved. He has stopped using cocr 36mm heads and is exclusively using ceramic for 36mm at this point."